Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set tubing detachment on (B)(6) 2024. The location of detachment was site. Upon reinserting the infusion set, tubing was found to be broken. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.